Event description:
The 3rd party biomedical technician reported that the ventilator alarmed and shut down while in use on a patient. The hospital reported there was no patient harm. Review of the device diagnostic log history noted alarms during normal ventilation mode operation indicating the unit was running on internal battery, the internal battery was low, and a shutdown due to loss of power until ac power was restored. Upon evaluation, the manufacturer's service technician reported the device would not power on. The service technician replaced the power supply and the power management board to address the no power condition. During testing, the service technician reported the unit was disconnected from ac power to check the battery and the unit would not operate on the battery. The service technician replaced the battery to address the finding. Applicable final testing was completed and passed to specifications. This event is also being reported as a user error due to failure to maintain the battery as specified. Per the device user manual, the battery is intended for short-term use only, not as a primary source. The user must pay close attention to the battery's charge level.